Event description:
On (B)(6) 2011, I had the essure permanent birth control devices implanted. I have been in pain ever since. My health has deteriorated over the past 5 1/2 years, resulting in a hysterectomy with bilateral salpingectomy on (B)(6) 2017, to remove them. Deteriorating health includes chronic joint pain throughout my body, severe pelvic and abdominal pain (burning, stabbing), hair loss, neurological deficiencies such as brain fog, inability to concentrate, memory loss, tremors in my head and legs, severe fatigue, abdominal bloating and inflammation, unexplained vitamin and hormonal deficiencies, anemia, inability to have sex, extremely painful ovulation and menstrual cycles, chronic bloodshot eyes, stabbing headaches.